Event description:
It was reported that during a lap cholecystectomy procedure, the white tissue pad melted and fell onto the mayo stand. A second device was used, but after a few minutes of use, gave an error 5. Bovie was used to finish the case with no pt consequence. The devices were discarded and are not to be returned.

Manufacturer narrative:
(B) (4). (B) (4). Info not available, device not returned for analysis.